Manufacturer narrative:
Investigation is ongoing. UDI # (B)(4).

Event description:
Valve alignment was done in the ivc without issues. During a transfemoral procedure in the mitral position inside a surgical valve, repositioning of the 29mm commander delivery system was performed, there was some difficulties crossing the septum and it was noted the pusher was pulled back. The system was locked and the valve was still in between the marker, but the flex catheter was back about 10mm. An attempt was made to bring the pusher to the valve but unsuccessful. The system could not be re-advanced to the valve nor could the valve be pulled back up against the flex catheter. During removal, the valve appeared to get caught on the perclose resulting in a hole in the vein requiring vascular repair. The devices are being returned.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Medsun mandatory and voluntary report form uf/importer report #0503240000-2019-8006

Manufacturer narrative:
The commander delivery system was returned to edwards lifesciences for evaluation. Upon visual inspection the following was observed: a gap between the flex tip and the valve, and a pinhole on the proximal tapered length of the inflation balloon. Imagery was provided but does not provide any information which is relevant to the complaint evaluation. Functional testing was performed and the full flex function was able to be used with no abnormalities observed. Dimensional testing was not performed as the pinhole on the tapered section of the balloon where wall thickness is not specified. During balloon manufacturing the inflation balloons are 100% dimensionally and visually inspected. During manufacturing, the crimp balloons to inflation balloon laser bond is 100% inspected per procedure. During pleat, fold and forming process per procedure, the balloons are 100% inspected. During manufacturing, the commander delivery system are 100% inspected by both manufacturing and quality per procedure. The devices are 100% leak tested per procedure. In addition, product verification (pv) testing is performed on a sampling plan per procedure. During product verification testing, balloon burst pressure testing was performed on a sampling basis and was measured to have a lower tolerance limit for the work order. This work order met the statistical acceptance criteria. Balloon push out force testing was also performed. This work order met the statistical acceptance criteria. A device history record (DHR) review was performed and did not reveal any non-conformance manufacturing issues that would have contributed to the event. A review of complaint history from april 2018 to march 2019 for the edwards commander delivery system (all models and sizes) revealed other similar complaints for ¿delivery system ¿ tracking difficulty¿, and ¿balloon ¿ leakage¿ with returned devices. A review of the complaint history revealed that the occurrence rate did not exceed the march 2019 control limit for these trend categories. In addition, a review of complaint history from april 2018 to march 2019 for the edwards commander delivery system (all models and sizes) revealed no other similar complaints for ¿flex tip ¿ difficult to engage with valve¿ with returned devices. The IFU, system preparation manual, procedural training manual, and mitral valve-in-valve supplemental training manual were reviewed for instructions or guidance for proper use of the commander delivery system. The IFU and procedural training manual provides instructions for valve delivery. Factors that can assist with valve delivery and guidance for valve alignment are as follows: in a straight section of the vasculature/aorta, initiate valve alignment by disengaging the balloon lock and pulling the balloon catheter straight back until part of the warning marker is visible (do not pull past the warning marker), engage the balloon lock, slowly rotate the fine adjustment wheel towards you to center the thv exactly between the valve alignment markers with no gap or overlap, and advance the catheter and use the flex wheel, if needed, and cross the valve. In addition, do not bend or apply torque to the proximal end of the balloon catheter throughout the procedure, compression may be observed in the distal portion of the flex catheter during valve alignment and diving may be observed between the thv and the flex catheter tip during valve alignment. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for ¿delivery system ¿ tracking difficulty¿ and ¿flex tip ¿ difficult to engage with valve¿ were unable to be confirmed. The complaint for ¿balloon ¿ leakage¿ was confirmed. No manufacturing non-conformance's were identified in the returned delivery system during functional and dimensional testing. The review of lot history, DHR, complaint history, and manufacturing mitigation's further supported that a manufacturing non-conformance in the delivery system likely did not contribute to the reported event. A review of IFU/training materials revealed no deficiencies. Complaint history and IFU reviews suggest that wire positioning and septostomy incision size may have contributed to the crossing difficulty. The position of the delivery system may have resulted in tension within the system, which may have made it more difficult to move the balloon shaft. In this case, it is possible that procedural factors (wire positioning, incision size) contributed to the complaint event. In addition, manipulation of the device as a result of tracking difficulty encountered put additional stress on the balloon, resulting in damage to the balloon and leakage. However, a definite root cause for the complaints was unable to be determined. No manufacturing non-conformance's were identified in the returned delivery system during functional and dimensional testing. The review of lot history, DHR, complaint history, and manufacturing mitigation's further supported that a manufacturing non-conformance in the delivery system likely did not contribute to the reported event. Review of complaint history revealed that the occurrence rate does not exceed control limits for the respective trend categories. Therefore, product risk assessment (pra) not corrective or preventative action is required.